Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 25feb2019. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the unit would not power on. Reportedly, the unit was used for training and was not in use on a patient. The event date was not specified; estimate used.

Manufacturer narrative:
Date rec¿d by MFR : 26feb2019. Troubleshooting with philips technical support the customer stated unit does not work with either ac or battery. Last time is was on there was a message that the battery was bad. Technical support advised that the problem is probably power supply related. Discussed pricing of the power supply and advised that we do have field repair available. The previous owner of unit states that the new owner is a community college and does not have budget for power supply replacement. Previous owner also states: the unit has been in storage for over 6 months and not plugged in. The unit will not power on. The green mains led is not illuminated." Previous owner also states "we have a power supply for them. I am just trying to find someone local that can do the repair." Philips customer support advised that we have field service available but can only install power supplies that they have. They would not be able to install a used power supply for example. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
MFR site : updated contact info, date rec¿d by MFR : 06mar2019. Per follow up the customer states that they have sourced a power supply and will be installing it. No further support needed. Case was closed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.